Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had high blood glucose level and there was under delivery of insulin. Customer's blood glucose level was 283 mg/dl at the time of incident and current blood glucose is 155 mg/dl. Customer declined to troubleshoot for high blood glucose levels. Insulin pump will not be returned for analysis.